Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor failure after warm-up occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient stated on the morning of (B)(6) 2021, prior to going outside, no values were displayed on the continuous glucose monitor (cgm). She checked her blood glucose (bg) which was 84 mg/dl and she went outside to work in the yard. Ten minutes later, the patient started to feel ill and went inside, checked her bg and it was 35 mg/dl. Her husband gave her 2 glucose tabs (8 carbs) followed by 2 tubes of glucose (30 carbs). However, twenty minutes later, the patient lost consciousness and had a seizure. Her husband called the paramedics who were unable to obtain a bg value upon their arrival. The paramedics administered IV dextrose, IV fluids, and the patient regained consciousness. The patient was diaphoretic and experienced muscle cramps in her legs. The paramedics gave the patient pickle juice for the muscle cramps. The patient¿s insulin pump continued to deliver insulin during the event. The patient declined transportation to the hospital, the paramedics left after the patient stabilized. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined.